Event description:
During a septoplasty, the tip of a disposable medtronic fusion rotatable blade rad 40 (disposable shaver blade) malfunctioned and protruded out of the sleeve rendering it inoperative.